Event description:
Medical records received and a showed the patient had a second revision operation for his right hip. The patient suffered from recurrent subluxations with possible dislocations. There was polyethylene liner had deformed due to multiple subluxations. The liner is being reported for poly wear. Update rec¿d (B)(4) 2014 ¿ medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014. Update rec'd (B)(4) 2014 ¿ medical records received. Medical records contain two radiology reports from 2 hip x-rays. There is no new additional information that would affect the existing MDR decision. The complaint was updated on (B)(4) 2014. Update rec'd (B)(4) 2014 - medical records received. After review of the medical records with consisted of MRI of the lower extremities there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014. Update (B)(4) 2015 - medical records received. After review of the medical records for MDR reportability, medical records from (B)(6) 2013 (date of dor) indicated persistant dislocations. The femoral head is now being reported for the dislocations. Radiology reports from (B)(6) 2013 (after dor) indicated there appears to be lucency at the stem/bone interface at the upper aspect of the stem, but it was never confirmed. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers this investigation closed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously reported, litigation alleges injury, pain, discomfort, tissue and bone injury, loss of mobility, and loss of range of motion. Doi: (B)(6) 2007; dor:(B)(6) 2013; right hip.